Event description:
It was reported that customer experienced broken pump screen with touchscreen that became unresponsive and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and replacement pump with new serial number was provided while distributor awaited return and assessment of damaged pump.